Event description:
It was reported that there was a malfunction during a case resulting in loss of unit power. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the issue. Block a: no patient information provided to date after calls to end user 06/18/26 and 06/25/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.